Event description:
It was reported that the right ventricular high voltage impedances and low voltage pacing impedance are high and that the pacing threshold has increased. A different low voltage impedance vector was programmed and the pacing impedance and threshold are now "within specification". This patient has a competitor's high voltage lead and a medtronic pace/sense lead implanted in the right ventricular. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.